Manufacturer narrative:
(B)(4). The catalog number provided is the domestic list number that is the same to the international list number in the "unique identifier number" field. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duopa (carbidopa and levodopa enteral suspension). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. A return sample evaluation was not performed because tubing remains implanted. Undergoing anesthesia for a procedure such as a peg placement presents a risk of aspiration, which could lead to pneumonia. The short duration between the peg placement and the diagnosis supports this as a possible cause. Additionally, aspiration can result from an interruption of the lower esophageal sphincter. ¿aspiration pneumonia is a well-known complication of the presence of any intestinal tube placed through the oropharynx, including a nasojejunal (nj) tube.¿ any tube which extends across the lower esophageal sphincter (les) will allow gastric contents to rise more readily from the stomach. Thus, there is a physical reason that the tube itself may cause aspiration. In this instance, the aspiration pneumonia occurred shortly after placement of an abbvie peg and j tube. The peg placement process involves passing an endoscope down the esophagus, through the les, pulling a thread back through the esophagus and out of the patients mouth. The hcp then pulls the peg tube through the esophagus and les and ultimately through the incision, where the tube is moved into its final position. The j tube placement process involves using an endoscope through the les to properly place the tip of the j tube in the small intestine, beyond the ligament of treitz. In both procedures, the procedure involves a temporary interference of the les, preventing its complete closure. This condition provides a possible pathway for the aspiration to occur. [1] hata tm and moyers jr. ¿preoperative patient assessment and management.¿ chapter 23 in baresh pg et al, ¿clinical anesthesia.¿ 2009; philadelphia. [2] kwon rs et al. Enteral nutrition access devices. Gastrointest endosc 2010;72(2) :236-238 abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015 physician reported that a patient in (B)(6) experienced aspiration pneumonia. The patient had pegj tube placed on (B)(6) 2015 to be medicated with duopa without previous nasal tube test phase. On an unknown date the patient experienced cardiac insufficiency. On (B)(6) 2015, the patient experienced lung edema and patient was admitted to intensive care unit due to the event. It was reported that since (B)(6) 2015 the patient received parenteral feeding due to specialist ambulatory palliative care. The patient experienced gastric atony and severe vomiting due to diabetes. Due to aspiration pneumonia and cardiac insufficiency the patient was treated with intubation and ventilation, but the treatment was discontinued at his wife's wish. The treating physician reported that the patient receive duopa only during hospitalization and was currently not treated with duopa.